Manufacturer narrative:
The account replaced the brake casters to correct the issue.

Event description:
The account stated that a patient leaned on the gps stretcher and the stretcher moved. The patient did not fall and there was no injury. The brake pedals where in the locked position and the brake casters did not hold.